Event description:
During the initial implant procedure, high pacing impedance, sensing threshold, and capture threshold were noted on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. The reported events of high impedance and threshold values were not confirmed.